Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400709822. One used sample without packaging was returned for evaluation. The provided sample underwent both visual and physical evaluation, revealing that it had been used. During the leak test, it was discovered that the female luer of the body of the caresite, proximal to the patient, contained a broken male luer part inside, which likely caused the leakage reported by the customer. The issue reported is not considered to be caused by the manufacturing process; therefore, the defect is not confirmed. Based on the results of the sample evaluation, the defect has been determined to be caused by further processing performed by the customer. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: y site broken. Detailed inquiry description upon receiving patient from ir, extra fluid bag and tubing was disconnected from the y port of the primary tubing that was hanging with this patient's maintenance IV fluids. When the extra tubing was disconnected, the y port appeared broken, and the fluid and blood started backflowing from the y port. The tubing was immediately taken down and new fluids and tubing were hung.